Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 22apr2019 stating "cannot pass accessory, a boston scientific forceps with an unknown model and lot number, to inlet port during a procedure. Cannot get cleaning brush through", involving video gastroscope, model eg29-i10, serial number (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation on 25apr2019. The pentax medical service repair technician documented a check valve stuck inside biopsy inlet t-piece on 29apr2019, confirming the customer's complaint. Other inspectional findings included: passed dry leak test, suction tube resistance, passed wet leak test, insertion tube bite marks, ccd circuit board wrong model/serial number information, hole in # 1 remote control button cover, pve connector housing scratched, suction function not performed unit compromised. On 29apr2019, the service repair team notified the complaint handling unit of the stuck check valve. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on 1may2019 and 02may2019 stating that they were not aware of the stuck accessory in the scope. When the user felt the resistance during the procedure, the scope was pulled immediately from circulation and subsequently called in for service and a new scope was used to finish procedure. This event did not contribute to or cause a serious injury or death of a patient or user. The instructions for use (IFU) for reprocessing of pentax video gastroscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The gastroscope was repaired and returned to the customer on 02may2019.